Event description:
It was reported that during follow up, a pacemaker mediated tachycardia episode alert was observed, and was not related to any recorded egm. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.